Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.7, reference: 1.9, mean: 2.80, confidence limits: 1. - 3.8. Inratio: 3.8, 2.7, 3.25, 1.9 - 4.6. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned . No further investigation required. Per general description of complaint, pt is taking lisinopril, toprol, simvastatin, multivitamin, fish oil. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." (B)(4) . Action threshold (B)(4) was reached. Strip lot in complaint has strip code z45bu with brick lot# 246544, which was split into two different lots (#243104 and 251117). (B)(4). Due to this low occurrence rate, below the total action threshold of (B)(4), no further action is required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.7, lab: 1.9. Date: (B)(6) 2011, 3.8, 2.7. Pt's therapeutic range: 2.0 - 3.0 inr.